Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device failed to discharge. Complainant indicated that the electrode pads used failed self-test during subsequent testing. Complainant indicated that the ambulance crew obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of error messages which are related to the customer's report. This does not indicate a device malfunction; however this does indicate invalid impedance between patient and electrode pads. The electrodes were investigated and determined to be capable of delivering therapy. The reported malfunction of failed self-test was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of activity logs did not find evidence to support the reported event. Therefore our investigation for this reported malfunction was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.